Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 11/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: a review of the pump¿s current black box data showed unexplained pump reboots. The investigation was unable to confirm the complaint about an intermittent power issue before the complaint date of (B)(6) 2016 due to overwritten data in pump¿s black box histories. During a visual inspection of the pump, it was observed that the battery compartment had two cracks. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The pump was able to power up with the test battery cap even though the cap was unable to fully tighten onto the pump. The pump was exercised with a test battery cap for 24 hours with no reboot occurrences duplicated. An "intermittent power" event was not duplicated during investigation. The pump case was removed and there was no damage observed to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.